Event description:
The affiliate reported the customer alleged discrepant gi (gastrointestinal) monitor results, for one pt, involving unicel dxi 800 access immunoassay system. Subsequent testing on alternate methodologies produced results within different clinical ranges. The questioned result was released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc in (B)(4) with the pt's sample for further analysis.

Manufacturer narrative:
There is no indication service was dispatched for this event. Testing at beckman coulter customer product line support (cpls) laboratory did not detect heterophile interference with the access assay. Sample result on the alternative methodology was above the cut-off, confirming the customer's issue. Heterophile testing carried out on the modular platform demonstrated the presence of interfering substances. This analysis confirms the accuracy of the access assay result on this pt sample despite the presence of heterophile antibodies that interfere weakly with competitor systems. This reportable event was identified during a retrospective review of product complaints conducted from jan 1, 2008 through october 23, 2010 for add'l reportable events.